Manufacturer narrative:
Device evaluation: we have evaluated the device.

Event description:
It was reported that while prepping the device, metal shavings appeared when the plunger was pulled back. There was no patient involvement and the procedure was successfully completed.

Event description:
It was reported that while prepping the device, metal shavings appeared when the plunger was pulled back. There was no patient involvement and the procedure was successfully completed.